Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported they felt stimulation on the right side of their head even though the ins stimulation was off. Agent redirected the pt to healthcare provider (hcp) for further assistance. Pt also stated they were having an MRI on the 24th of this month. Agent reviewed MRI guidelines and walked the pt through MRI mode. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.